Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression.

Event description:
It was reported that the device reached end of service early. The device was explanted and replaced. It was also reported that the right ventricular lead had increased thresholds and had intermittent capture. The lead was cut, capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression.